Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 23-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nasogastric tube was "over pressurized and blew out the ng tube; pieces were left inside patient. No injury." The patient had to be taken into operating room pieces. Additional information was received on 18-aug-2021 from medwatch/ FDA user facility report # mw 5102839 stating: enteral feeding tube was identified to be non-intact after removal. Upon further investigation it is believed that a partial obstruction in the tube may have resulted increased pressure during medication administration, causing the tube to rupture. This scenario was recreated by creating an obstruction in a new tube that had not been placed in a patient. This test revealed the tube expanding balloon like fashion when minimal pressure was applied. The side port of the tube is enfit connection which has a secure cap that does not "pop-off" (like a slip tip connection), thus any excess pressure is not automatically relieved from the top which can cause the tube to rupture. Unfortunately it is not obvious that an excess amount of force us being exerted, as the tube expands easily and very little resistance is appreciated. We do not believe this issue to be isolated to a specific lot number or tube size.